Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) of an administration set in which customer observed the connectors are too small and doesn't fit onto the "blue point/bung". It is unknown when the reported condition occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.